Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Normal until transeptal access was obtained with the versacross for faradrive. Wire and dilator removed, were about to advance the farawave. Anesthesia noted a drop in end tidal co2, checked for an effusion on ice and there was an effusion. Pericardiocentesis performed to drain effusion, surgeon was called to be on standby. After effusion was drained, patient was observed for some time until comfortable enough to move to cvicu for further observation. The procedure was cancelled, and the patient was under general anesthesia. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.